Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced pain, adhesions and was injured permanently. It is unclear at this time if the allegation of adhesions is directly related to the perfix plug mesh, however, adhesions are listed as a known adverse reaction in the instructions-for-use. While it was alleged that the patient suffered permanent injury, with the information provided, an assessment into the allegation of permanent injury could not be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This emdr represents device #1. A second emdr has been submitted to address the second perfix plug implanted during the same procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of a right inguinal hernia. Two perfix plugs were implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to remove the perfix plug, resection the small bowel, and lysis of adhesions. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Manufacturer narrative:
This is an addendum to the initial MDR to correct the manufacture date and expiration date. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a right inguinal hernia. Two perfix plugs were implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to remove the perfix plug, resection the small bowel, and lysis of adhesions. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with symptomatic inguinal hernia and underwent repair with two bard perfix plugs. Per the operative notes, "the patient had large inguinal hernia. The contents of the inguinal canal where exposed and the hernia sac was identified and dissected free. Two extra-large plugs where then sewn together and placed in the defect and sutured. (B)(6) 2017 - patient was diagnosed with incarcerated and strangulated bowel and underwent exploratory laparoscopy and laparotomy procedure. Per operative notes ¿the adhesions in the right lower quadrant were lysed, and with that the incarcerated small bowel was reduced and noted to be frankly necrotic which was resected. Adjacent to the adhesive band, a mesh plug was noted to be in the peritoneal cavity, grasped and the tissue surrounding it was carefully dissected free and the plug was able to be removed.¿ attorney alleges that the patient experienced adhesions, bowel obstructions, bowel removal, infections, pain, recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced pain, adhesions and was injured permanently. It is unclear at this time if the allegation of adhesions is directly related to the perfix plug mesh, however, adhesions are listed as a known adverse reaction in the instructions-for-use. While it was alleged that the patient suffered permanent injury, with the information provided, an assessment into the allegation of permanent injury could not be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This emdr represents device #1. A second emdr has been submitted to address the second perfix plug implanted during the same procedure. Addendum #1: this is an addendum to the initial MDR to correct the manufacture date and expiration date. Addendum #2: h11: this supplemental MDR is submitted to document additional information provided and to correct manufacturing date. Based on the additional information provided, no conclusions can be made. Per medical records, about four years post-implant of two perfix plugs, patient was diagnosed with adhesion, hernia recurrence and underwent repair with the removal of both the perfix plugs. A review of the manufacturing records was performed and found that the lot was manufactured to specification this supplemental emdr is submitted to represent perfix plug (device #1). An additional supplemental emdr is submitted to represent perfix plug (device #2)¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.